Manufacturer narrative:
An analysis of the device cannot be performed as the device was not returned. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was having hip pain. Poly hip liner and femoral head had been in for 20 years and was revised.